Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient underwent a total ankle replacement involving the tibial component. The patient continued to experience ongoing pain and swelling following the implant. A subsequent procedure for bone spur removal was performed; however, symptoms did not resolve. The patient has undergone a total of three surgical procedures to date and reports development of a lump in the foot. An MRI with contrast was performed for further evaluation. The patient is scheduled to return to the physician for additional bone spur removal.